Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose level was 231 mg/dl. The customer stated that there was a blank screen when he woke up. The customer stated that a weak battery alarmed occurred with the act and escape button. The customer stated that the type of battery used was duracell. The customer was advised that he will be sent a replacement pump as long as he called back. The customer will be sent a replacement battery cap for now.